Manufacturer narrative:
The event was confirmed by the qa technician through visual inspection. The nose cone had separated from the housing and was off the attachment. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during setup for a procedure at the user facility, the tip of the micro drill long straight attachment broke off. The procedure was completed successfully using back-up equipment with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported by the user facility that the tip of the micro drill long straight attachment broke off. Attempts are being made to obtain additional information from the user facility.